Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
It was reported to philips that the device had an "oxygen not available" alarm. This event was reported to have occurred during patient use. There was no delay to therapy and no patient harm. The customer reported that the device was switched to an oxygen cylinder and the reported alarm occurred. The alarm did not occur when the device was connected to central piping. The customer stated it was likely that the phenomenon was generated by a regulator which connected with the cylinder, so another v60 was connected but the same alarm was unable to be confirmed, so the unit was used continuously. The philips sales rep visited the site, and the oxygen cylinder and applicable regulator were used on another v60, but the alarm did not reoccur. A test was performed, duplicating the patient's breathing conditions using the following settings: fio2 70% with a test lung vt: around 800ml (over 1000ml at the time of the event) and rate: 25 times. The alarm did not reoccur. The device is pending further evaluation.

Manufacturer narrative:
The philips field service engineer (fse) investigated the device. A test run was performed with 45 psig of high-pressure oxygen (oxygen cylinder) connected. However, the phenomenon was not duplicated. The unit was functionally tested and successfully passed specified tests. No other abnormality was observed.